Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. In the fill tubing process the numbers did not come up, the insulin was squirting insulin. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, unexpected alarm error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify prime anomaly due to motor error alarm. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked belt clip slot and stained end cap sticker.